Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated, suprarenal, and limb extensions (2) were initially implanted. The seven (7) year routine follow-up showed evidence of a type iiia endoleak. The patient is reported as fine and the aneurysm sac is stable. A secondary is planned but has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and no response was received. As such, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to the use of strata material. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Event description:
Additional information received confirming that the patient has not been scheduled for re-intervention due to other co-morbidities not related to the afx system.